Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported she was having issues with sensor. Sensor glucose reading was 45 mg/dl and blood glucose was 80 mg/dl. The insulin pump has alarmed calibration error, change sensor, and alerted she was low when she wasn't. The sensor seemed to be working fine on the night prior and in the morning when she attempted to calibrate the insulin pump alarmed calibration error. Customer stated that she turned off the sensor, reconnected old sensor, and calibrated again; then the device alarmed calibration error again and change sensor. Troubleshooting was performed for bad sensor. Customer was advised to change the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.